Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that the patient experienced high blood glucose level of 310 mg/dl and was treated with insulin pump event on (B)(6) 2026. No further information available.